Manufacturer narrative:
Additional excluder® devices included in this report: pxc141200j/13477777 and pxl161000j/13416898 device UDI¿s: rlt311417j - (B)(4); pxc141200j - (B)(4); pxl161007j - (B)(4). A review of the manufacturing and sterilization records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder® aaa endoprosthesis have not been evaluated in patients with pending rupture or ruptured aneurysms.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an aortic aneurysm impending rupture using three gore excluder aaa endoprostheses (rlt311417j/13292075, pxc141200j/13477777 and pxl161000j/13416898). After the procedure, the patient reportedly did not recover from anesthesia. Melena was reported, and ischemia of the intestine developed into intestinal necrosis. On (B)(6) 2015, the patient passed away due to sepsis. The physician commented that the cause of death was unknown, but the endovascular procedure may have been a factor. No further information was available.